Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.00/3.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was removed in a second surgery on (B)(6) 2021 due to excessive vault. This resolved the problem.cause of the event is reported as unknown. Reportedly, all fine. Patient is happy. There is a good medium vaulting. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -10.00/3.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2021. Low vault is observed. The lens remains implanted. Cause of the event is reported as unknown. Per reporter on (B)(6) 2021, exchange is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.